Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The visual inspection of the returned products noted that both instruments had disrupted instrument timing and the second unit a tack protruding from the end of the shaft. The handle on device one was able to actuate and the remaining 26 tacks deployed but did not seat properly. The handle of device two was unable to actuate. After removal of the shaft, the handle actuated properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the invest igation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,the issue is reported as device jammed.